Event description:
Additional information received identified the patient underwent went right heart catheterization on (B)(6) 2018 wherein the mean was decreased by 14 mmhg.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was admitted to the hospital for unrelated issue (cardiogenic shock). The patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2018. The sensor was not recalibrated that time. The next day (B)(6) 2018 the sensor was recalibrated again via echo and the cmems sensor appeared to be consistent with the echo, so no recalibration was recommended. However, the mean was increased to 17.6mmhg based physician¿s preference.